Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right atrial (rv) lead was explanted due to noise. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.